Event description:
It was reported that during the fill tubing step the user observed insulin leaking from the pump, removed the cartridge, and the insulin emptied, after which a full supply change with a new cartridge was completed and insulin delivery was resumed; this issue involved the cartridge and tubing and was associated with an improper or incorrect procedure. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to the procedure, with the device components implicated being the cartridge and tubing. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.